Manufacturer narrative:
We are still waiting for further info from the healthcare facility. A f/u report will be provided.

Event description:
A healthcare facility reported that the base of a cosycot infant warmer had cracks. No pt consequence was reported.